Event description:
It was reported that during interrogation, the device was found in backup mode with no defibrillation capability. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.